Manufacturer narrative:
Upon receipt, the lead body was found dissected into two fragments. The proximal part of the lead including the is-1 connector pin was not returned for analysis. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 32.5 cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead had an insulation breach and was capped on (B)(6) 2010. This lead was explanted on (B)(6) 2012 when the physician chose to remove all chronic leads and place a new system. Should additional information become available, this file will be updated.